Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recw1446 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a hole on the catheter. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue throughout sample. A circumferential split was observed in catheter near the 4 cm depth marker, and the 3 cm and 4 cm depth markers were observed to be worn and faded. A microscopic observation revealed the fracture surface of the split was mostly smooth with a granular texture. Whitening of catheter material was observed at the corners of split and evidence of kinking was observed around the edges of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of recw1446 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a hole on the catheter. No other information was provided.